Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose. Customer¿s high blood glucose value was over 400 mg/dl. Customer s¿ blood glucose value was 115 mg/dl at the time of call. Customer treated with syringe and manual injection for high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency service dispatched as a result of high blood glucose. Based on customer¿s report customer does not allege insulin pump was under delivering. Customer reports they feel okay to do troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.